Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the distal tip was detached, exposing the corewire by approximately 0.1cm. The core wire tip was exposed. There was no evidence of core wire fracture. The complaint is consistent with the returned guidewire since the distal tip was detached and the corewire tip was exposed. It is most probable that anatomical or procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician inserted the ultratome xl and jagwire guidewire in the olympus duodenoscope for cannulation. As the ultratome xl and jagwire guidewire reached the ampulla, it was noticed that the hydrophilic tip detached exposing the tip of the metal corewire. The detached tip was removed using forceps. The procedure was completed with this jagwire guidewire. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician inserted the ultratome xl and jagwire guidewire in the olympus duodenoscope for cannulation. As the ultratome xl and jagwire guidewire reached the ampulla, it was noticed that the hydrophilic tip detached exposing the tip of the metal corewire. The detached tip was removed using forceps. The procedure was completed with this jagwire guidewire. The patient's condition at the conclusion of the procedure was reported to be stable.